Event description:
Customer reported suspected flu false positives. The exact flu analyte (a or b) and number of patients were not provided. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.